Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the devices were disconnected and shows override. A technical support specialist restarted the sync service on the server and sync downloaded catch up to resolve this issue. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not communicating. Customer stated that there was a delay in patient care workflow. The customer indicated that they were able to get the medication from main pharmacy. There were no adverse events or injuries reported based on this event.